Manufacturer narrative:
The patient¿s exact weight was reported as (B)(6). Date of symptom onset is unknown. This report is for two (2) unknown 2.4mm locking screws. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date approximately ten (10) years ago. Per facility, the explanted screws were discarded and are not available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally treated for an edentulous mandible fracture on an unknown date approximately ten (10) years ago. At an unknown time, the patient returned to the surgeon complaining of pain and swelling. A fistula infection was confirmed and initially treated with antibiotics. Despite treatment, the patient returned again, on a later date, still reporting pain. On (B)(6) 2016, the patient underwent a revision procedure during which the wound was debrided and cleaned. In the area of infection, a portion of the 2.4mm angle-to-angle locking plate was cut and removed along with two (2) 2.4mm locking screws. The other portion of the plate and three (3) locking screws were intentionally left in the patient. No fragments were generated during removal. The fracture itself had reportedly healed with no evidence of non-union, mal-union, or re-fracture. The procedure was completed successfully with no known surgical delay or additional medical intervention. This report is for two (2) unknown 2.4mm locking screws. This report is 2 of 3 for (B)(4).